Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the patient's family alleged the battery of this pacemaker leaked which in turn corroded the right ventricular (rv) lead. Additional information from the physician stated there was no evidence of a "leaking" device or "corroded" lead. However, the rv lead would not release from the device header due to a stuck setscrew. The rv lead was cut and surgically abandoned. The device was explanted. Both products were successfully replaced by competitive products. No serious adverse patient effects were reported. The company has received no other allegations regarding this product to date.